Manufacturer narrative:
Insulin pump had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had blank insulin pump screen. The customer¿s blood glucose level was 162 mg/dl. Customer mother states her daughter fell after a wasp flew into her eye and the pump screen was blank they have tried to change batteries everything but nothing worked and screen stayed blank the insulin pump will be returned for analysis.